Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 22 mg/dl. Customer indicated that the basal settings may be wrong. Troubleshooting found that the pump appeared to be working as designed and customer was advised to call back if there are any other issues.